Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation without a pouch. A visual inspection was performed with the naked eye and a cut in the sheeting was identified. Functional testing was performed which included an underwater pressure test and a leak was identified at the cut location. The reported condition was verified. An assignable cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the last fill bag continued to expand (not reported whether expansion due to air or solution) while connected to a homechoice automated pd set with cassette. This issue occurred priming. The patient was not connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.